Event description:
Per (B)(4), during clinical procedure, patient experienced loss of implant to osseointegrate.

Manufacturer narrative:
Patient's identifier, event date and explant date were not provided. If the requested information becomes available, supplementary report will be submitted. Implant date is unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.